Event description:
The customer reported that their info hard disk drive failed and was accompanied by an audible beeping noise at a time when staff were attending to a pt in atrial fibrillation, who subsequently expired.

Manufacturer narrative:
There is no info to support that this device issue was a factor in the pt's death. The field service engineer (fse) went on site and replaced the device hard disk drive to resolve this issue, noting that the device was fully operational at the completion of repair activities. No further related calls were logged.